Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was implanted. It was reported that, on the same day as the index procedure, the patient suffered significant chest pain and nausea likely due to micro thrombi embolization.